Manufacturer narrative:
H3/h6: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the reported issue was not determined as no issue was identified through testing.

Event description:
The customer reported that the device was not infusing. There was a patient involvement but no reported harm. Evaluation of the returned evaluation could not confirm the reported issue during evaluation.